Event description:
The customer reported that the device keeps shutting off. It was unknown how the issue was found, no patient or user harm reported. Per the diagnostics performed by the engineer, the customer reported that the device shuts off voluntarily. Upon the arrival of the field service engineer (fse), the event log was pulled and the fse found zero errors within the system. A full performance verification test was then run and the fse was not able to replicate the same issue. Per the fse's diagnostic report, the issue was caused by user error. The only code the fse was able to find was a low internal battery; this indicated that someone must have forgotten to charge the device before each use.